Event description:
Reporter alleged that at 8:20 am, a neonate received a result of 51 mg/dl on the inform system using a heel stick sample. Reporter alleged that a heel stick lab sample was also obtained at 8:20 am, received in the lab at 9:17 am, and a result of 19 was reported from that sample at 9:42 am. Reporter stated the neonate was then treated with d-10 intravenously. Reporter alleged that at 9:50, the neonate received a result of 39 mg/dl, then a result of 60 at 9:52 am, on the same inform system. No other actions were reported taken or treatment received. A request was made for the return of the affected product.